Manufacturer narrative:
The receiver needs calibrations to display continuous sensor glucose readings and trend information.

Event description:
Patient contacted dexcom to report sensor gave inaccurate blood glucose readings. The patient did not report any medical intervention or injuries.